Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. Device evaluation: one used sample was received empty. Upon receipt, visual inspection of the sample showed no signs of abnormality that could have caused the reported problem. A functional test was subsequently performed by filling the sample with water to its nominal volume. After fill, flow was readily observed at the luer and flow continued without stopping. No evidence of flow problem was observed during the functional test. No repair was performed as this is a single use device and it will be discarded.

Event description:
Baxter (B)(4) received a report that an infusor had no flow after filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.